Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative (rep) that a duet drain was overdraining. No other information was reported.

Manufacturer narrative:
Date of the previously submitted initial report should be 2017-12-04. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported device continued to drain past the desired pressure, so the stopcocks were turned to the off position and only drained when needed. No symptoms were experienced as the issue was noticed quickly. The cause of the overdrainage was not determined. It was noted that this was the first time the account had used the product and performed this type of procedure. The device was used in a cardiovascular case (thoracoabdominal aortic aneurysm).